Manufacturer narrative:
(B)(4).

Event description:
Patient's father reported to patient care specialist who then contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter patient experienced on (B)(6) 2015. No injuries or medical intervention were reported.